Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that an alert was sounding. The right ventricular (rv) lead triggered an alert for out of range high superior vena cava (svc) defibrillation coil impedance. The alert threshold was adjusted; however, several months later the lead triggered a second alert for the same issue. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.